Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 9 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 8 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 6 devices were found to be affected by a swollen/missing o-ring. 2 devices were found to be affected by wear/damage to the latch cam and latch cam plate. 1 device had no problem found.

Event description:
This report summarizes 10 malfunction events in which the device was reportedly difficult to open or close. - 2 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 10 previously reported events are included in this follow-up record. Product return status 10 devices were received.

Event description:
This report summarizes 10 malfunction events in which the device was reportedly difficult to open or close. - 4 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 1 device was received. 9 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a swollen o-ring. 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly difficult to open or close. 3 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.